Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B09706) inserted for female sterilisation. Other product or product use issues identified: device ineffective "contrast extends beyond the right essure coil". The patient's medical history included gravida (gravida 2 para 2), bleeding genital, discharge, dysmenorrhea, stress urinary incontinence, adenomyosis, urethral prolapse, rectocele and perimenopausal symptoms. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Well tolerated hysterosalpingogram. 2. Occluded left fallopian tube, status post essure coil placement. 3. Contrast extends beyond the right essure coil and pools within the ampullary/ infundibular portion. Of the fallopian tube without freely spilling into the peritoneal cavity. While the right fallopian tube is likely occluded, a follow-up hysterosalpingogram may be helpful to reconfirm or evaluate for latent occlusion of the fallopian tube at the level of the essure coil. 4. Unremarkable uterine cavity. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. New reporter, date of birth, lot number ,medical history, lab data added. Event medical device removal was updated to pelvic pain. New event added- device ineffective. Follow up 1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B09706) inserted for female sterilisation. Other product or product use issues identified: device ineffective "contrast extends beyond the right essure coil." The patient's medical history included gravida (gravida 2 para 2), bleeding genital, discharge, dysmenorrhea, stress urinary incontinence, adenomyosis, urethral prolapse, rectocele and perimenopausal symptoms. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date(s) of removal: 20nov2019 (discrepancy noted as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: 1. Well tolerated hysterosalpingogram. 2. Occluded left fallopian tube, status post essure coil placement. 3. Contrast extends beyond the right essure coil and pools within the ampullary/ infundibular portion of the fallopian tube without freely spilling into the peritoneal cavity. While the right fallopian tube is likely occluded, a follow-up hysterosalpingogram may be helpful to reconfirm or evaluate for latent occlusion of the fallopian tube at the level of the essure coil. 4. Unremarkable uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.